Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1, ps2 and ps4 power supplies were evaluated, replaced and calibrated tot he optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.